Event description:
During an in clinic follow up, noise that led to oversensing was detected on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage. The rv lead was reprogrammed as an interim resolution. A revision procedure is anticipated. The patient was stale and will continue to be monitored.